Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the insulin pump may have been exposed to moisture. Customer's blood glucose reading was 122 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: unit received with intermittent buttons due to corroded keypad traces. No button alarms noted. No moisture damage noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at display window corners, reservoir tube, reservoir tube window, and battery tube threads. Unit received with minor scratches on lcd window display. Unit received with missing end cap sticker.